Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with instructions to reset the pump and advise to call back if the issue persisted.